Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with plate and screw construct on (B)(6) 2013 for femoral neck fracture. It is reported that on (B)(6) 2013 two cortex screws broke. Patient returned to the operating room on (B)(6) 2013 and hardware was removed. No further information is available at this time. This report is for an unknown dhs plate two hole 135 degree plate. This is 3 of 3 reports for this event.

Manufacturer narrative:
This device used for treatment and not diagnosis. The failure of the investigated cortex screws for this event was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implants had to absorb and neutralize forces that have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.

Event description:
This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.